Event description:
It was reported that pump insulin gauge displayed a static fill estimate that was different than expected, showing 120 units even as insulin was being delivered. There was no reported impact to the customer¿s blood glucose level. Customer received education that this could occur due to large differences in measured pressures used to calculate remaining insulin and that once actual insulin amount matched the displayed estimate, gauge would begin counting down normally, and caller understood and acknowledged this explanation.